Event description:
Pt implanted 02/25/1998 in upper vermilion. Onset of infection, implant extrusion and edema in lips 02/25/1998. Pt treated with the following, 02/26/1998 cool compresses, 03/02/1998 ceftin, 03/05/1998, trovafloxacin mesylate, 03/05/1998, rocephin, 03/13/1998, bactroban, 03/13/1998, warm compresses, 03/17/1998, trovafloxacin mesylate, 03/23/1998 revised.